Event description:
Customer complaint: limited data available. The customer originally purchased the kit without issues. However, after purchasing replacement strips only 2 of the 25 read properly. The strops were a01 self coding strips.

Event description:
Customer complaint - limited data available I bought the whole kit off of amazon and had no problems. I just bought replacement strips and only 2 of the approx 25 I have used will read. I put the strip in and the blood drop shows up on the screen and you let the blood pull up the strip and then nothing happens. These are not cheap and to have basically none of them work so far is really disappointing with the cost of them. They are the a01 self coding strips. The lot # is awh30h1c1.